Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had no power and shut off during a transaction and remained powered off. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power station shut off during a transaction and remained powered off. A field service engineer (fse) reported that the station failed to boot and was stuck on a windows update screen. The fse reimaged the station, configured all required settings, and performed a full synchronization. The fse then observed that after deploying the biometric identification driver, the device stopped functioning, and the scanner was subsequently replaced to restore operation. The system functioned as intended after the field service engineer repaired the device.